Event description:
Device was being operated on external battery at the time of the event. The external battery became depleted, the device shut down, continued to shut down and power on, but would not switch to internal battery until the external battery was disconnected. Once on internal battery the device operated as intended. Device was not ventilating during this event. Device was alarming during the event - the exact alarm is unk as they were focused on restarting the vent. There was no patient harm. This event was reported to FDA electornically in 5/04 - report number-5233000000-2004-9006.